Manufacturer narrative:
New, updated, and corrected information is referenced within the update statements. Please refer to update statement(s) dated 02dec2020. No further follow-up is planned. Evaluation summary: a male patient reported that the injection button of his humapen luxura device "was difficult to be pressed down and insulin could not be ejected out" on (B)(6) 2020. The patient experienced increased blood glucose "sometime in 2019." The device was not returned to the manufacturer for investigation (batch 1211b02, manufactured november 2012). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review for the batch did not identify any atypical findings with regard to pen jam or dose accuracy issues. All humapen luxura devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. The patient reported that he reuses needles three to five times. The core instructions for use states to use a new needle for each injection. There is evidence of improper use. The patient reuses needles. This may be relevant to the complaint and the event of increased blood glucose.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) asian male patient. Medical history and concomitant medications were reported as none. The patient received insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) (humalog mix 25), from a cartridge, via a reusable humapen luxura burgundy device (started approximately sometime in 2019), at morning 6-8 units and night 6-8 units; twice a day, subcutaneously for the treatment of type two diabetes mellitus, beginning sometime in 2017. Sometime in 2019, while on insulin lispro 75/25 treatment, he was hospitalized because of regulating blood glucose and unstable blood glucose, his blood glucose was high (specific values, units, reference range and time was not provided), due to which according to the doctor advice, he changed the dose from 6-8 units each time to 14-15 units due to the state of the illness, and it was changed to 16-18 units finally on an unknown date. On (B)(6) 2020, the dose knob of humapen luxura burgundy was done adjusting, and the injection button was difficult to be pressed down and insulin could not be ejected out (pc number: (B)(4) and lot number: 1211b02). He changed needles once after three to five times of injection (considered as an improper use). The patient was being educated by hotline to change the needle for every injection, the patient requested to have a new insulin injection pen. Information regarding any corrective treatment, discharge details and outcome for event was not provided. Insulin lispro 75/25 treatment was continued. The operator of the humapen luxura burgundy device and his/her training status was not provided. The humapen luxura burgundy device general model duration of use was approximately one year and the suspect humapen luxura, burgundy device model duration of use was not provided. The suspect humapen luxura, burgundy device, which was manufactured in nov2012, was not returned to the manufacturer. The reporting consumer did not provide any relatedness for the event with insulin lispro protamine suspension 75%/insulin lispro 25% treatment or its humapen luxura, burgundy device. Update 02dec2020: additional information received on 02dec2020 from the (B)(6) database. Entered device specific safety summary (dsss). Updated the medwatch fields/ european and (B)(6) (EU/(B)(6)) device information and device return status to not returned to manufacturer. Added date of manufacturer for the pc (B)(4) associated with lot 1211b02 of humapen luxura (burgundy) device. Corresponding fields and narrative updated accordingly.